Manufacturer narrative:
Reason for reoperation: ¿capsular contracture baker grade IV¿, "seroma" and "suspected/actual rupture/deflation" no contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional via nbir reported left side ¿capsular contracture baker grade IV¿, "seroma" and "suspected/actual rupture/deflation". Device was explanted and replaced with another manufacturer¿s device.